Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump found moisture damage at motor assembly noted. Insulin pump received with cracked battery tube threads and cracked case behind the insulin pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. The customer stated that insulin pump was accidentally dropped on floor and battery cap flew off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.